Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post op, sepsis, recurrent sepsis treated with prosthetic removal and staged revision.